Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump for insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 302 mg/dl.